Event description:
On (B)(6) 2011, pt's daughter-in-law reported the check button on the infusion device is not functioning. Daughter-in-law stated the button looks different than the menu button. Daughter-in-law reported the button looks worn out. Daughter-in-law stated the button will sometimes make connect but other times it will not. Daughter-in-law is unsure of how long the issue has been occurring. Daughter-in-law reported the plastic around the button is cracked. Daughter-in-law stated the pt is currently in the hosp due to a heart attack. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.